Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-jul-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that latch pin was broken, which caused the drawer to fail to open. A field service engineer (fse) verified the customer¿s issue with the auxiliary half-height drawer 4.2, which would not open on double-click. After removing the back panel, the faulty plunger in drawer 4.1 was identified and replaced. The fse then logged into the hardware test application and ran a test on drawer 4.1, which passed successfully, confirming resolution of the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary the drawer latch pin had broken, and the drawer failed to open the customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.